Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : patient product photographs have been provided for review. No device associated with this report was received for examination. Provided images are paper copies within patient medical records. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. Device history lot : the product investigation found no evidence suspecting an error in the manufacturing or material that would be a contributing factor in the reported allegation(s). A manufacturing records evaluation (mre) was not performed.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. Initial reporter occupation: legal.

Event description:
It was reported that on (B)(6) 2018, the patient underwent a right knee revision due to pain, swelling, walking difficulty, stiffness, and synovitis secondary to femoral component loosening at the bone to cement interface. The tibial tray was also loosened and debonded at the cement to implant interface. There was sclerotic bone in the tibial and femur. The patella component was well-fixed and retained. The revision products used are unknown. The procedure was completed without complications. The patient had a right primary attune tka on (B)(6) 2015 to treat pain, swelling and walking difficulty secondary to osteoarthritis with full cartilage thickness wear in the medial knee compartment. The patella was resurfaced, and competitor cement was utilized. The procedure was completed without complications. Clinic notes dated (B)(6) 2016 to (B)(6) 2018 stated that the patient presented with right knee pain, swelling, walking difficulty, stiffness. Serial radiographic studies identify right knee swelling and synovitis as well as femoral radiolucencies that indicate femoral component loosening. Then a revision surgery was recommended. Doi: (B)(6) 2015. Dor: (B)(6) 2018; right knee.